Manufacturer narrative:
Concomitant products: product ID 8731, lot # b002903n29, implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
Information was received from a consumer receiving fentanyl, concentration and dose not reported, via an implantable pump. Indication for use was noted as non-malignant pain. The patient¿s history included an allergy to morphine. The patient stated they were having problems with the pump. The patient stated it¿s a lot bigger than their previous pump. The patient was having to drive 170 miles 1 way for a refill so they put the bigger pump in. The patient stated ¿it¿s too heavy for her.¿ the patient had lost a lot of weight and the pump hangs there. The patient can twist/ turn/ flip the pump. The patient stated ¿it's real sore under the pump and it's causing her pain and stomach swelling.¿ when asked when the patient noticed this the patient stated (B)(6) 2013. The patient planned to follow-up with their healthcare provider. The patient indicated they had followed up in the past with their healthcare provider but nothing happened. Interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.